Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had something like blood in the area, about 1 cm from the transducer, at the tip. The issue was identified after an unspecified therapeutic procedure. There were no reports of patient harm.

Event description:
It was reported the subject device had something like blood in the area, about 1 cm from the transducer, at the tip. The issue was identified after an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to a repair center for inspection and the reported failure was not confirmed. The following reportable malfunctions were identified during the device evaluation: leakage of ultrasound media, and tip tear of the insertion part a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide new information regarding product return date to olympus.

Event description:
It was reported the subject device had something like blood in the area, about 1 cm from the transducer, at the tip. The issue was identified after an unspecified therapeutic procedure. There were no reports of patient harm.